Event description:
The customer reported that the display on the unit was blank.

Manufacturer narrative:
The customer reported that the display on the unit was blank. Philips evaluated the device and resolved the issue by replacing the keyscan pca.